Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. A philips sales rep observed the alarm and provided a replacement device. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.